Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors and or user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of not being able to angulate sufficiently was not confirmed. The following additional findings were also noted: broken a-wire, chip on the adhesive of the a-rubber, dent and scratch on the universal cord, the neutral position of the angle knob was out of the specified position due to wear of the angle wire, buckling and deformation of the channel resulting in the forceps not being able to be inserted smoothly, and a dent on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported evis lucera bronchofibervideoscope not angulating sufficiently. Upon receipt and inspection of the returned device, the connecting tube coating was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the device.